Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 05/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, in normal tissue, the device allegedly failed to obtain tissue samples. It was further reported that no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device was received in a self-activated configuration, with the stylet primed and the cannula in the initial position. An x-ray showed insufficient cannula tang engagement, and upon disassembly the left bumper was found overlapped by the stylet spring, and the right bumper was bent. Therefore, based upon the received condition, the investigation is confirmed for self-activation. However, the investigation will remain inconclusive for the alleged sampling issue as functional testing could not be completed due to the identified failure. The overlapped left bumper likely contributed to the bent right bumper, as well as the reported sampling issue and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultrasound-guided breast biopsy, in normal tissue, the device allegedly failed to obtain tissue samples. It was further reported that no coaxial was used. There was no reported patient injury.